Manufacturer narrative:
Additional manufacturing narrative: attempts have been made to obtain the product. The product has not been returned to masimo to allow an analysis to be performed. If the product is returned for evaluation or new information is obtained, a follow up report will be submitted.

Event description:
The customer reported dropped connection when slightly moved. No patient impact or consequences were reported.

Manufacturer narrative:
Additional manufacturing narrative: the returned device was investigated. Visual inspection revealed damaged pogo pins on the back of the device. The device powered on with batteries but did not sync with a known good root and the mac address did not change. The device was tested and will not connect to a known good instrument module due to the damaged pogo pin. Internal inspection revealed no defects or damages. The customer complaint was not duplicated. A service history record review reveals that this unit was in the field for over two (2) years with no previous reported issues related to this reported event.

Event description:
The customer reported dropped connection when slightly moved. No patient impact or consequences were reported.